Event description:
It is reported that the bone screw drill fractured when the surgeon was making the screw hole. The fragment of the drill remains in the pt's tibia.

Manufacturer narrative:
Evaluation summary: the fracture of the bit occurred approx 3/4" from the start of the flutes. Additionally, the bit was intentionally cut approx 1/4" from the initiation of the flutes. The fluted portions of the returned pieces are worn and dull. The hardness was within tolerance. There are several instruments which mate with the drill bit, including (but not limited to): 00-5977-003-00, 00-5997-075-00, 00-5997-076-00, 00-5997-079-00, and 00-5997-080-00. Incorrect alignment between the drill bit and mating components may cause the surgeon to toggle the drill bit during surgery. The resultant forced from driving the bit into the bone and toggling it could potentially lead to fracture. However, without add'l info, a definitive cause of the device failure cannot be determined. Device history records indicate all components were manufactured and inspected to specification. The instrument had a potential field age of approx 12 years at the time of fracture.